Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lcd color display. The lcd color display was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device flickers when any of the modes are selected. Complainant indicated that there was no patient involvement in the reported malfunction.